Event description:
A nurse reported the two cassettes gave air out of the tubing into the eyes when the infusion was switched off and on during the vitrectomy procedures. There were no patients harmed. Additional information received from the company representative who indicated there were no samples available for return. This is fourth of four reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative who indicated this involved one patient and the air was removed with the vitrectome. This is fourth of five reports.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet posterior cassette, yellow stopcock, infusion cannula line and infusion manifold were returned and visually inspected. No obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The yellow stopcock was connected to the infusion cannula line and the auto stopcock of the infusion manifold. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. The infusion flow rate met specification. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was detected from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, from company representative. Who indicated this involved one patient. And the air was removed with the vitrectome.